Event description:
It was reported that when using the bd pyxis¿ es server, all stations were on critical override. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the device had system performance issues, including sluggish patient encounter system (pes)/healthsight viewer (hsv) response, interface delay alerts, and unexpected critical override statuses despite correct scheduling. A technical support specialist (tss) found high database server memory utilization (up to 99 percentage, approximately 54 gigabytes) contributing to slow query processing and message delays, likely exacerbated by conflicting antivirus programs (qualys and sentinelone). Structured query language (sql) services were restarted to reduce memory usage, followed by a full es server reboot with customer approval, which restored system performance, enabled successful query execution, and improved application responsiveness. Message backlog (approximately 1100 messages) began processing, and critical override counts reduced from 386 devices to zero as the queue cleared. After confirming stable system operation and no further issues during monitoring, the customer approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.